Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the rear response button was not functioning properly. The cause for the defective response button was a contaminated connector. The root cause of the defective connector was unable to be positively identified. No adverse event resulted from the damaged response button connector. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, the rear response button of monitor sn (B)(4) was not functioning properly. The last patient to use this monitor did not report any deficiencies.